Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager door failed to open. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer reported that the issue occurred when the user was attempting to issue medications to a patient, although the medication was issued successfully, the user had to recover the failed drawer each time. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the smart remote manager door failed to release. A field service engineer (fse) identified that the latch was faulty, replaced the latch and verified the connection to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.